Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced physical damage of insulin pump. It was reported that customer had scratches on display screen which prevents reading of display screen. It was also reported that battery compartment was cracked. Customer does not know how damage occurred. Customer's blood glucose was 119 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, reservoir tube cracked, and stained end cap sticker.